Event description:
It was reported that the customer had an incident involving a defective tracheal cannula. The bivona tts tracheostomy tube was professionally and correctly reprocessed for replacement on (B)(6) 2022 (6th reprocessing). On (B)(6) 2022, the patient was suddenly unable to speak, although the silicone cuff was blocked with 10 ml of aqua. Another attempt to block was also unsuccessful. After no cause could be determined visibly at the beginning, a trach change was made. After removing the trach tube and blocking the cuff with aqua, a hole was noticed in the cuff where the liquid was leaking out.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.